Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: 11202.

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of the ostial and proximal right coronary artery (rca). Multiple balloons were unable to pass through the mid rca lesion and the oad was re-inserted. During treatment the guide catheter disengaged and the crown and wire prolapsed backwards, and the crown of the oad perforated the mid rca, proximal to the treated lesion. A temporary pacemaker and stent were placed, and neo was administered. Paracentesis was performed to remove 400 ml of blood. The patient remained hemodynamically stable and alert throughout the procedure. Surgery was consulted and the patient was transferred to surgery to perform a bypass of the rca. The patient was discharged on (B)(6) 2022. Per the opinion of the physician, the perforation was caused by the oad prolapsing onto itself, bouncing off of the calcium and going through the rca, as well as engaging the calcium with too much force.